Manufacturer narrative:
The device is expected for return. This report will be updated upon completion of investigation.

Event description:
It was reported during an upgrade procedure to implant a defibrillator, the right atrial lead (ra), had developed high threshold since initial implant. Upon attempted repositioning, the helix was able to withdraw but not extend again. The physician chose to replace ra lead.

Manufacturer narrative:
This lead was returned to boston scientific's post market quality assurance laboratory with the helix mechanism in a retracted position. Visual inspection found dried blood around the helix. The helix allegation was confirmed based on x-ray observation of a necked-down cathode coil near the terminal end, which blocked the passage of the stylet. The high threshold allegation was not confirmed, as lead resistances measured normal. Setscrew marks noted on the terminal pin were in the correct location. Lead passed electrical test indicating there were no electrical shorts between conductors. X-ray showed no conductor issues (no deformities/fracture) and the crimp sleeve was ok. The ingevity MRI-compatible lead was designed with a goal of balancing multiple design inputs, including implant handling and short and long term safety performance (e.g., low dislodgement and perforation occurrence). The single filar inner coil design of the ingevity lead was selected for improved fatigue durability and for safe performance within an MRI environment (protective against lead heating). Physician implant technique and patient anatomy may contribute to helix extension difficulty. Specifically, tortuous patient anatomy or bends in the proximal portion of the lead remaining outside of the body, sharp bends in the stylet, and/or kinks in the lead introducer sheath may contribute to situations where adequate torque is not transferred to the helix to enable extension/retraction. Implant techniques such as under-rotating or over-rotating the terminal tool, failure to remove the terminal tool between extension/retraction cycles to release torque stored in the inner coil, excessively fast tool rotation speed (>1 full turn per second), and the presence of tissue in the helix, which may accumulate with multiple lead repositioning attempts may also contribute to situations where adequate torque is not transferred to the helix to enable extension/retraction. Approved instructions for use provided with all products includes best practices and clear guidance to mitigate these potential contributing factors. Patient code 3191 captures the reportable event of surgery.

Event description:
It was reported during an upgrade procedure to implant a defibrillator, the right atrial lead (ra), had developed high threshold values since initial implant. Upon repositioning the lead during the upgrade procedure, the helix was able to withdraw but could not be extended again. The physician chose to replace ra lead. There were no adverse effects to the patient reported. Additional information: this report was updated to include final analysis results.